Event description:
The customer reported difficulty in steering the system. No patient or staff injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and tightened loose steering chain hardware, adjusted and aligned the steering mechanism, and was able to steer and lock the unit error free. The system operates as intended.